Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the reported issue, the motherboard was replaced.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1505-900-000 anesthesia gas machine experienced an alarm failure. It was reported that there was no output of information on the nurse call plug at the back of the unit. This report was received from a single source. The reported event did not involve a patient.